Event description:
It was reported that this patient called in due to concerns of detachment within his leads. This patient was referred to the hospital. The leads remain active. No adverse patient effects were reported.